Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733686, (software (B)(6)). Medtronic representative went to the site to test and service the equipment. It was noted that a reboot resolved the issue of the system becoming unresponsive. After the reboot, the issue was unable to be replicated. The navigation system passed the system checkout and was found to be functioning as intended. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. The reported issue occurred intraoperatively. It was reported that the system became unresponsive in the spine application during a spin. Restarting the system resolved the issue. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.